Manufacturer narrative:
Facility experienced the table being unresponsive to the hand control assembly during a surgical procedure. User applied a hand control from a different skytron surgical table (model 3501c). This is a contra indication to the operators usage instruction manual, service manual, and labeling requirements. Defective components have been replaced and are being returned for OEM assessment and evaluation.

Event description:
Voluntary report from (B)(6) concerning: (B)(6).